Event description:
During an in-clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Abbott technical support was contacted and suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated high current drain during the implant period, however, no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of premature battery depletion could not be determined.